Event description:
It was reported that the patient was traveling from a doctor's appointment when the unit had power port damage and shut down. The dc cord would not charge the battery and the patient went to the ER. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown.

Manufacturer narrative:
Complaint of power port damage was confirmed upon inspection. The motherboard was found to be burnt, and the power input was damaged due to an overcurrent and low voltage event. Zeolite absorbed excessive moisture, leading to contamination of the column. The muffler was filled with dust, resulting in a blockage at the feed port, while debris under the check valve caused leakage in the product manifold.